Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply, which resolved the issue. The se completed preventive maintenance, calibrations, and self testing.

Event description:
Report received that the ventilator went into safety valve open. The ventilator was on a patient at the time of the event. The patient was removed from the ventilator. No additional patient information provided by the customer.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.